Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Item number: unknown, item name: unknown cup, lot #: unknown; item number: unknown, item name: unknown biolox head, lot #: unknown; item number: unknown, item name: unknown mallory head stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07281; 0001825034 - 2018 - 07283; 0001825034 - 2018 - 07285. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient continued to experience bladder retention issues approximately one month post-revision surgery. Attempts have been made and no additional information is available.

Manufacturer narrative:
Concomitant medical products: item# 650-1066 cer opt type 1 tpr sleve 0mm lot# unknown, item# 650-1057 cer bioloxd option hd lot# unknown. Reported event was unable to be confirmed due to limited information received from the customer. Op note indicated no surgical complications or significant findings noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional MDR report was filed for this event, please see associated report: 0001825034 - 2018 - 09717.